Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate packaging design". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 5 of the magic 3 hydrophilic intermittent coude catheter were open unsterile. Representative advised of replacing. Per additional information received via phone on 16oct2023, stated that the packaging on 5 catheters were unsealed. Customer also stated that they were afraid catheters were unsterile due to the packaging being open.